Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins). Patient reported that her ins is not depleting as fast as it had in the past. Patient used to charge twice a day. Overnight the ins battery depleted only from 100% to 90%. The controller has begun displaying the message "settings not available." The message displays right way when she unlocks her controller. During the call, patient confirmed stimulation was on and set to group a, program 1 at 4.3. Patient confirmed she sees settings not available when trying to increase stimulation. Patient reset the controller and issue did not resolve. Rep reported that patient was getting out of regulation (oor) warning on the programmer; also stated programmer was not depleting while charging. An impedance check was done and electrodes 10,12,15 were > 40000. Patient was reprogrammed around oor range electrodes. Patient will monitor charger/programmer and let the rep know if issue persists. Hcp had no further information. Patient's weight was asked but unknown. No symptoms and no further complications were reported.